Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received and stated as follows: was the surgery completed successfully? (Yes or no): yes. Please provide patient status/ outcome: good. Was there a surgical delay in relation to the reported event? No. Were fragments generated? Yes. If yes, were they removed easily without additional intervention? Yes. Will the device available for return? (Yes/no) yes.

Manufacturer narrative:
Product complaint # ==> (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was a broken spare hollow reamer. The device broke while removing a broken head screw, and this was during its very first use. The surgeon explained that he used the t-handle connect with the device, then connect to the power tool and using low speed for removing the screw.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The hospital do request a letter explaining why it broke during the first use. If it was used incorrectly, please state the correct method of use in the letter. Visual analysis of the returned sample revealed thatthe device was broken the reamer prongs, the fracture surface was evaluated and no material issue was identified. Fragmentts were not received. A dimensional inspection for the sparereamertube f/309.065 was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the sparereamertube f/309.065 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review lot number 4420p81 belongs to component 36598 hohlfräser which is part of the complete part 309.068 part 309.068 (component number 36598) lot number 4420p81 manufacturing site: bettlach release to wearhouse: 08.may 2023 the device history review shows this lot of (B)(4) pcs was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.